Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding discrepant results in the ed using multiple analyzers. On (B)(6) 2011, 07:45 - result: 0.11 ng/ml; (B)(6) 2011, 08:35 - result: 0.08 ng/ml; (B)(6) 2011, 08:37 - result: 0.09 ng/ml; (B)(6) 2011, 08:37 - result: 0.00 ng/ml. The suspected discrepant result was released to the physician. Sample were not run in the main lab. Based on the info available at the time, there were no injuries associated with this event.